Manufacturer narrative:
It was reported that the patient has arthrofibrosis and anatomical issues with her patella tendon and patella. A procedure is planned to remove scar tissue, perform releases and exchange the poly inserts. A full revision may be required. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has arthrofibrosis and anatomical issues with her patella tendon and patella. A procedure is planned to remove scar tissue, perform releases and exchange the poly inserts. A full revision may be required.